Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the blade broke inside the patient during procedure. All pieces have been received for evaluation.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: blade broke inside. The failures identified in the investigation is consistent with the complaint record. The probable root cause could be debris got caught between the tip and housing causing the tip break. The failure mode will be monitored for future reoccurrence. Mfg date: 08/06/2015. (B)(4).

Event description:
It was reported that the blade broke inside the patient during procedure. All pieces have been received for evaluation.